Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Concomitant products: 490cc mentor memorygel breast implant (catalog number shpx490, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with 490cc mentor memorygel breast implants on (B)(6) 2019. One week after the surgery on (B)(6) 2019, the patient contracted a fever of 103 degrees fahrenheit. On (B)(6) 2019, the patient reported that she was admitted to the ER for a right-sided infection. As a result, the patient underwent unilateral explantation on (B)(6) 2019 and replaced with a like device (catalog number shpx490, serial number (B)(6)).